Event description:
It was reported that following a coronary artery stenting treatment procedure, myocardial infarction (mi) occurred. The patient underwent treatment of a study lesion in the proximal right coronary artery (rca) and a non study lesion in the proximal left anterior descending (lad). The 3.50x14mm 79% stenosed study lesion in the proximal rca was predilated, and a 3.5x20mm study stent was implanted. Post dilation was not performed. Residual stenosis was 18%. A 2.75x8mm 71% stenosed non-study lesion located in the proximal left anterior descending (lad) artery was treated using a 2.75x12mm taxus liberte drug eluting stent. The lesion was not pre or post dilated. Residual stenosis was 9%. Timi grade iii flow was demonstrated pre and post procedure in both vessels. The patient was discharged on aspirin and clopidogrel. Six-hundred-sixty-eight days after the index procedure, the patient was hospitalized with a myocardial infarction and angina. A coronary artery bypass grafting was performed.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.